Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #6 fractured and was removed. Fractured when biting down.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: h6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. The product was returned and the reported implant fracture was unconfirmed. Additionally, bone loss could not be verified as the exact details of event and patient anatomical condition were non-verifiable. Based on the evaluation, device malfunction did not occur. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot number (2015040210) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number (2015040210) and no similar event or complaint was found. The reported event could not be recreated due to the nature of the dental device and event. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is placement of implants in patient with patient factors incompatible with long-term osseo-integration of implant (e.g. Smoking, bruxism, clenching and overloading) ¿ the device had been implanted for 4 years and 3 months. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.